Event description:
It was reported that at the user facility a trigger/nob was identified as missing from the device. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that at the user facility a trigger/nob was identified as missing from the device. No patient involvement or procedural delays were reported with this event.